Manufacturer narrative:
Continuation of d10: product ID wr9220a, serial# (B)(6) implanted: (B)(6) 2021 product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220a, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the battery indicator on their recharger was blinking fast, and it's not turning on. The patient said that they noticed this yesterday. The patient said that when they hooked up the recharger to the dock, the green light was blinking. The agent assisted the patient to troubleshoot, but the recharger was not turning on. The patient did a recharger reset, but it still not working. The patient said they were using a thin white cord. The agent advised them to use the thick cord. The patient said it's not taking a charge using the thick cord. The patient said that the green light on the dock was not present, but when they wiggle the cord the light goes on and off. The agent sent a repair request for replacement.